Event description:
The customer reported a communication failure error message and would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.